Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported deployment difficulties with the angio-seal device. The following information was provided by the user facility: the anchor could not be released and got stuck in the shaft; there was no blood loss; hemostasis was achieved by manual compression, performed for 5-10 minutes; and it was reported there was no significant bleeding and no harm to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. To provide the evaluation results. One 6f angioseal vip was returned for evaluation. The carrier tube assembly was mated with the hemostasis sheath and was in full rear lock position upon receipt. A blood-like substance (bls) was seen on the returned components. The aluminium packaging was returned as well. The leading leg of the anchor was visible in the carrier tube upon closer inspection. The hemostasis sheath was in a curved shape as can be seen in the attached pictures. During functional testing, the device was pushed to full forward lock position and the anchor exited the carrier tube. Upon pulling the assembly hub to rear lock position the anchor posted against the distal end of the carrier tube as intended. The anchor was manually pulled to reveal collagen which was covered in dried blood like substance. The anchor was grasped and the suture/collagen/black heat shrink extracted; the tamper tube and clear heat shrink remained within the carrier tube, consistent with bls seizure. The carrier tube was cut to extract the tamping tube. Significant blood like dried substance could be seen after extraction of the tamping tube. The tamper tube outer diameter was measured to be 0.0610". The length was measured to 3.503". All measurements were confirmed to meet manufacturer specification. The complaint is confirmed for failure mode of non deployment. Functional testing of the deployment mechanism revealed the components were extracted with no contributing visual or functional anomalies noted. The device met specifications prior to leaving terumo medical corporation manufacturing facilities as supported by the device history record and the analysis performed. The exact root cause cannot be determined with the available information but the overall device condition is consistent with full or partial extension of the deployment sleeve prior to insertion into the hemostasis sheath leading to non deployment or resistance encountered during carrier tube advancement through the hemostasis sheath resulting in the anchor not exiting the sheath distal tip. Upon functional testing no anomalies were found and the device worked as intended. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.